Event description:
An additional update was provided from the hcp (healthcare professional): the CT scan and MRI were negative. Hcp reports patient had bell's palsy prior to this procedure, and it was not related to the device, therapy or procedure. It was unknown whether the left side of face, arm numbness, etc symptoms resolved. Patient will have physical and occupational therapy. On (B)(6) 2020 the nurse at hcp¿s let the rep know that the office had no information as the patient has not made her follow up appointments. ***this event is no longer a reportable event. MDR decision updated to not reportable. No additional supplemental mdrs are required unless additional information received makes the event reportable.*** (if lfc is received contact med review).

Manufacturer narrative:
Codes have been updated to reflect new information. Review of this MDR and additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and patient via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient was showing signs of bell¿s palsy symptoms per post op nurse. Dropping of the left side of face, arm numbness, etc. It was unknown whether there were any environmental/external/patient factors that may have led or contributed to the issue. The device was never turned on and patient was schedule for a head CT and was hospitalized. Per rep and implanting hcp it was unknown if symptoms had been resolved. On (B)(6) 2020 the implanting hcp office let the rep know that patient was scheduled to see hcp twice and did not show up to appointments. On (B)(6) 2020 patient reported they were hospitalized for a week after implant due to their symptoms similar to bell¿s palsy or stroke. Their face was drooping, arm numb after implant and they had CT/MRI for stroke which were negative. Patient said their facial symptoms resolved, but left arm is still weak as well as left leg and patient is using walker (implant is on left, so they didn't know whether symptoms were related). Patient states they had bell¿s palsy in 2017. Patient is currently being seen by family doctor who has ordered a test regarding the hole in their heart.